Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block h6: imdrf device code a050401 captures the reportable event of the a/w valve fluid leak.

Event description:
It was reported to boston scientific corporation that an orca valve was used in the esophagus during procedure for an esophagogastroduodenoscopy (egd) procedure performed for screening on (B)(6) 2025. During the procedure, water was leaking from the air/water button. When the physician was depressing the button, it would fix the problem. However, a water-spraying occurs when he stops depressing the air/water button. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.